Event description:
The device was explanted due to premature battery depletion.

Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on the device's parameters, a longevity calculation was performed and found to be within the expected longevity performance. The power consumption of the device was measured and found to be normal. Automated testing detected no anomaly and the device met all specifications.